Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 600 mg/dl with diabetic ketoacidosis and nausea. It was reported the patient was hospitalized and treated with intravenous fluids and other unspecified treatment. The reporter noted the pump¿s settings were not changed recently. It was reported the patient overrode a dosage recommended by the pump¿s bolus calculator feature. It was determined that the following diabetes management factors contributed to the reported serious injury: the patient incorrectly manually calculated a bolus dosage and failed to bolus. There was no indication or allegation of a pump malfunction. This complaint is being reported because alleged use error contributed to the reported blood glucose excursion.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Unable to perform a 10u audio bolus due to missing audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.